Manufacturer narrative:
Per the tandem user guide - only use cartridges and infusion sets with matching connectors and follow their instructions for use. Failure to do so may result in over delivery or under delivery of insulin and may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Use only t:slim x2 cartridges and compatible infusion sets with t:lock connectors manufactured for tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl. Reportedly, the customer was using an infusion set not approved for use with the tandem pump, and "forced it to connect" to the tandem cartridge pigtail. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.